Event description:
Ventilator alarmed vent inoperative and would not reset. Pt was immediately bagged and ventilated until a replacement ventilator was available. The pt had no adverse effects from the incident.